Event description:
Philips received a complaint by the customer on the v60, indicating that the power supply was burnt out. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the power supply was burnt out. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
A service quote for repair has been sent to the customer for approval. The repair is still pending.

Manufacturer narrative:
H11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2024-44936. The investigation will be documented under MFR report number 2518422-2024-44936. Therefore, this complaint no longer meets reportability requirements.